Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors was found with cannula broken with parts missing, see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used. 1 remaining opened/used sensor and performed bicarbonate buffer test. Sensor passed per spec with accurate readings. Unable to confirm needle complaint due to customer return sensors, no needles. (B)(4).

Event description:
The customer reported via phone call that they had a sensor error alert with the sensor. Customer also reported the needle hub was attached to the inserter with one of the sensor. Customer's blood glucose was 13.2 mmol/l. The customer agreed to return the sensor for analysis.